Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak). Results/conclusion: (short neck), (implantation / use of device in a short neck).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 5.4 cm abdominal aortic aneurysm. The neck had a 9.5 degree angle and measured 1 cm in length with a proximal diameter of 22.5 mm which increased to a distal diameter of 24.9 mm. The aneurysm was 54.4 mm in diameter. Vessel morphology was not reported. It was reported that a snorkel technique was required, where a bare metal stent was implanted in the renal artery followed by the endurant bifurcated stent graft. After the implant, the renal artery was 2 cm distal to the top of the bifurcated stent graft and a proximal type 1 endoleak was evident. The decision was made not to intervene, which included no ballooning, and evaluate the endoleak at a later date. The physician commented this was the best they could do for the pt, as there were no other treatment options. No add'l clinical sequelae were reported, and the pt is fine.